Event description:
Information was received that reported a catheter replacement due to migration and kink. Physician stated that the catheter migrated initially which then caused the kink. Physician is unsure what caused the migration. There were no volume discrepancies in the last few pump refills, but the patient complained about intermittent feeling of withdrawals. A catheter dye study was performed, which showed the migration of the catheter. The catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. The physician was unsure what caused the migration, but believed that the migration caused the kinking. Per the instructions for use of the device, both catheter kinking and catheter migration are known possible risks of use of the device. Internal complaint number: (B)(4).